Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient reported pain and discomfort at the right-sided PICC insertion site; however, no swelling, congestion, or other abnormalities were observed in the arm. On (B)(6), an ultrasound of the upper extremity vasculature revealed post-procedural changes extending from the right basilic vein to the subclavian vein, accompanied by the formation of a mural thrombus along the vessel wall (extending from the proximal segment to the axillary vein). Use of the catheter was immediately discontinued. A consultation with the department of interventional radiology was requested, resulting in the initiation of anticoagulation therapy with rivaroxaban (20 mg) for further management.